Event description:
The monitor technician reported that the rns & cns would go into comm loss at the same time between 1 and 5 am for a few seconds and those are monitoring all gz's. The tiles on the screen would say "communication loss" and then would come back up after a few seconds while monitoring four patients. The monitor technician reported later that same day that the gz's were no longer in comm loss, but wants to know why this happened. No patient harm was reported.

Manufacturer narrative:
The monitor technician reported that the rns & cns would go into comm loss at the same time between 1 and 5 am for a few seconds and those are monitoring all gz's.the tiles on the screen would say "communication loss" and then would come back up after a few seconds during monitoring of four patients. The monitor technician reported later that same day that the gz's were no longer in comm loss, but wants to know why this happened. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following information is to report the patients involved that was provided. Patient # 2 demographics --age, (B)(6) yo, gender - female, (B)(6), ethnicity -black, race - non-hispanic non-latino, - tele indicated for bradycardia patient # 3 demographics --age, (B)(6) yo, gender - male, (B)(6), ethnicity black, race - non-hispanic non-latino, - tele indicated for chf patient # 4 demographics --age, (B)(6) yo, gender- male, (B)(6), ethnicity- black, race - non-hispanic non-latino, being monitored on continuous pulse ox. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor: a/rns model: a/rns sn: (B)(4) gz: model: ni sn: ni (B)(4).

Event description:
The monitor technician reported that the rns & cns would go into comm loss at the same time between 1 and 5 am for a few seconds and those are monitoring all gz's. The tiles on the screen would say "communication loss" and then would come back up after a few seconds while monitoring four patients. The monitor technician reported later that same day that the gz's were no longer in comm loss, but wants to know why this happened. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the monitor technician reported that the remote network station (rns) and the central nurse's station (cns) would go into comm loss at the same time between 1:00 and 5:00am for a few seconds while monitoring gz transmitters. The monitor technician reported later that day that the gz transmitters were no longer in comm loss. No patient harm or injury was reported. Investigation summary: the customer requested onsite nihon kohden personnel to troubleshoot issue. Nihon kohden technical support (nkts) downloaded and reviewed logs, and there was no evidence of system malfunction. The root cause is determined to be the facility's network environment. A review of the serial number history shows one (1) incident related to comm loss, (ticket (B)(4). The root cause for that incident was determined to be the facility's network environment.